Manufacturer narrative:
(Approximate age of device ¿ 50 months): corrected information. The reported event was confirmed based on the evaluation of the returned system controller. During analysis, the system controller was connected using the equipment in our laboratory and was found to be unable to operate the test left ventricular assist device (lvad). Further evaluation revealed damage to the primary drive circuitry components on the printed circuit board inside of the system controller. The log file retrieved from the returned system controller contained pump stoppage with increased pump power of up to 26 watts and increased pulsatility index (pi) values of up to 15. The damaged drive circuitry components and the data contained in the log file indicates an over current condition that potentially can occur when a compromised percutaneous lead (lead) is connected to the system controller. Evaluation of returned lvad revealed internal lead wire damage. The device was returned assembled with the lead cut approximately 15¿ from the pump housing and the distal portion of the lead was returned as well. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the outflow graft and outflow graft bend relief were not returned. Visual examination of the outflow elbow did not reveal any evidence of thrombus formations or depositions. Visual examination of the pump's blood-contacting surfaces upon disassembly revealed no evidence of adhered depositions or thrombus formations. After the pump was cleaned and disassembled, the pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the severed portion of the lead revealed no breaches in the insulation of any of the wires. Visual examination of the pump end section of the lead revealed breaches to the insulation of the orange, green, black, and brown wires between 9¿ and 10¿ from the pump housing. Based on the investigation, if the exposed conductors of the orange, green, black, or brown wires contacted the braided shield while operating on a tethered power source, the resulting electrical short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact with each other or simultaneous contact with the braided shield on tethered or battery power. No further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a syncopal episode with ground level fall. The pt experienced intermittent red heart alarms progressing continuous red heart alarms before losing consciousness and falling. She regained consciousness and was transported to her local hospital. Another red heart alarm was experienced at the local hospital and the husband changed to her back up system controller. She has had no more alarms on her back-up system controller. This pt has a fused aortic valve and will likely get little to no flow with pump stoppages. The log files were submitted and analysis confirmed the red heart alarms reported. Two days later, the manufacturer performed an external percutaneous lead distal end replacement according to procedure per physician request. The pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2014.

Manufacturer narrative:
The explant device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.